Event description:
This ra lead was implanted on (B)(6) 2001 and still remains implanted at this time. A report states that this lead had noise issue. The physician was dr. (B)(6). No other information is available. This report reflects information received by FDA in the form of a notification per 803.22 (b)(2).